Event description:
It was reported that the flat filters are breaking during use with a bd combined spinal epidural tray 17g x 3.5". The following information was provided by the initial reporter: it was reported that flat filters are breaking on post-op patients.

Manufacturer narrative:
H.6. Investigation: no sample was returned for analysis and a picture could not be provided. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the flat filters are breaking during use with a bd combined spinal epidural tray 17g x 3.5". The following information was provided by the initial reporter: it was reported that flat filters are breaking on post-op patients.